Event description:
It was reported that the pump stopped pumping with a pump failure alarm. The staff stated that the screen was frozen, and the pump stopped pumping twice. As a result, the staff swapped the pump. After the case, the issue could not be duplicated by the field service agent and the mforce driver was replaced. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump stopped pumping with a pump failure alarm. The staff stated that the screen was frozen, and the pump stopped pumping twice. As a result, the staff swapped the pump. After the case, the issue could not be duplicated by the field service agent and the mforce driver was replaced. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "high baseline alarm" is not confirmed. The returned m-force motor driver assembly passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.